Manufacturer narrative:
Retainer ring : black. Customer complained about the unit having blank display with a flashing red led indicator and was exposed to moisture on event date of (B)(6) 2021. Unit received with open book image after battery insertion. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to open book image. Unable to verify blank display due to open book image. Successfully utilized crest and thus to download history files and trace files. Pump error 35 was found in the history/trace files on event date of (B)(6)2021 09:47:00.000. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, cracked case at belt clip rail corner and scratched case. The unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, corrosion on the lcd assembly, corrosion on pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Unit was not confirmed for blank display with a flashing red led indicator, however open book image was confirmed after battery insertion. Open book image and pump error 35 due to corrosion on the force sensor assembly. Moisture damage was confirmed on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Customer also stated exposed of moisture. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.